Event description:
The patient's trifecta tissue valve was explanted due to stenosis.

Event description:
On (B)(6) 2008, a 21mm trifecta valve was implanted due to severe aortic valve stenosis secondary to a bicuspid aortic valve. The ef was in 60%. On (B)(6) 2015 the valve was explanted due to restenosis and the ef remained preserved at 60%. A 21mm non-sjm valve was implanted. The patient developed persistent, third degree av block and required a pacemaker implant on (B)(6) 2015.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded all three cusps were fibrotically thickened and contained fibrous pannus ingrowth on the inflow and outflow surfaces, which created a fold in cusp 2. All three cusps contained calcified nodules, with associated superficial tears in cusp 1. Cusp 3 contained a perforation. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcification formation, pannus formation, and perforation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.